Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had her right knee replaced in 2015 at royal oak beaumont. She recently began experiencing pain and discomfort in her knee. Surgeon seen the patient and determined that her knee was most likely infected and would remove the implants. All components were explanted and new components were implanted after a thorough I&d. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.